Event description:
Stains on webril cotton undercast padding insterile wraper.======================manufacturer response for cotton undercast padding, webril (per site reporter).======================I have contacted both customer services and the rep with no reply.